Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer blood glucose reading was 6.7 mmol/l. Troubleshoot was performed. Customer cannot recall if critical pump error was displayed on the screen. Customer cannot recall the cause of the critical pump errors alarm. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.